Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Rec'd package from atty. With no explanation of how an alleged incident happened but atty is claiming our product was involved.